Event description:
It was reported the swivel mechanism of the affiniti 70 ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed. A philips service engineer repaired the system by replacing the control panel articulation arm. Philips has started an investigation, and upon completion, a follow up report will be submitted.